Event description:
It was reported that during a cholecystectomy procedure, the clips do not form in a proper way and fall into the abdominal cavity. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported. One device was discarded.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: can you confirm the product code was an er320 involved in the event? Yes. How many devices were involved in the event on (B)(6) 2014? Don¿t remember. Can you confirm the lot number for the device involved in (B)(6) 2014 event? No. Which firing of the device did this event occur on? Almost all the firings. Was a cholangiogram performed during the procedure? Don¿t know. Was the clip fully advanced into the jaws prior to firing? Don¿t know, I was not present and the surgeon didn¿t remember. Was there any torquing or twisting of the device present at the time of firing? Yes. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No.

Manufacturer narrative:
(B)(4). Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you confirm the product code was an er320 involved in the event? Which firing of the device did this event occur on? Was a cholangiogram performed during the procedure? Was the clip fully advanced into the jaws prior to firing? Was there any torquing or twisting of the device present at the time of firing? Was any unexpected resistance felt while firing the trigger? Were any unexpected noises heard? If so, when?